Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. Block d4, h4: the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient codes e130501, e2328 and e0742 capture the reportable event of renal failure, colonic pseudo-obstruction, respiratory failure. Imdrf impact codes f0801, f23 and f2303 capture the reportable event of intensive care, unexpected medical intervention and medication required.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced acute kidney injury (aki), obstruction, and respiratory failure. The patient had undergone intensive care, a rapid response team, and bipap. Additional information was received on march 20, 2023: the patient experienced acute kidney injury (aki), colonic pseudo-obstruction and respiratory failure. The patient had undergone intensive care and was given intravenous (IV) fluids, a rapid response team, and bipap with observation.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2021. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes (B)(6) capture the reportable event of renal failure, obstruction, respiratory failure. Imdrf impact codes f0801 and f23 capture the reportable event of intensive care and unexpected medical intervention.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced acute kidney injury (aki), obstruction, and respiratory failure. The patient had undergone intensive care, a rapid response team, and bipap.

Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in april 2021. Block d4, h4: the complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: block b5 (describe event or problem) block h6: imdrf patient codes e130501, e2328 and e0742 capture the reportable event of renal failure, obstruction, respiratory failure. Imdrf impact codes f0801 and f23 capture the reportable event of intensive care and unexpected medical intervention.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2021. The patient experienced acute kidney injury (aki), obstruction, and respiratory failure. The patient had undergone intensive care, a rapid response team, and bipap. Additional information was received on april 5, 2023. The patient experienced acute kidney injury (aki), obstruction, respiratory failure and colonic pseudo-obstruction. The patient had undergone intensive care with observation, a rapid response team, and bipap.